Event description:
Consumer stated: her husband has been using (the interdentals) for many years. The last 5 packs that he bought, broke on the first or second use. Received further information from consumer: he bought about 10 packs and they last about 1 use and they break off. The whole metal thing, brushes. 3 lot numbers were provided.